Event description:
The initial reporter received a questionable ethanol gen.2 result for one patient tested on a cobas 8000 c702 module. The initial result was reported to the emergency room. The doctor questioned the result as the patient smelled of alcohol and the patient's companion confirmed the amount of alcohol the patient took, prompting the reporter to rerun the qc and the patient sample. The initial result with the patient sample in a sample cup was 6.5 mg/dl (negative). The first repeat result using the primary tube was >300 mg/dl (326.3 mg/dl). The second repeat with the patient sample in a sample cup was >300 mg/dl (336.3 mg/dl). The result of a new patient sample was >300 mg/dl (309.7mg/dl).

Manufacturer narrative:
The serial number of the cobas 8000 c702 module is (B)(6) . The investigation is ongoing.

Manufacturer narrative:
In the initial MDR, the first line of b5 describe event or problem should have been: "the initial reporter received a questionable ethanol gen.2 result for one patient sample tested on a cobas 8000 c702 module." Instead of: "the initial reporter received a questionable ethanol gen.2 result for one patient tested on a cobas 8000 c702 module." The reported module is no longer installed as it was a transitory instrument for a new cobas pro analyzer. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.